Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint.

Event description:
The event is reported as: complaint description: when the user pushed the trigger, all the staples came out. Another stapler was used with no other issues. No pt injury reported.